Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 3 failure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported errors were confirmed and replicated by failure analysis. The unit was tested on an in-house system in normal mode and failed with an error of 319. The unit was also tested on the patient side cart fixture test platform (pftp) and failed the fiber test for rolling loop. Based on the field evaluation and failure analysis, this reported event was confirmed by the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 3 faulted and the customer had to disable it. The customer stated that it faulted twice with error 40027 and then faulted with error 306. An intuitive surgical, inc. (Isi) technical support engineer observed several errors on usm 3 in the system logs. The tse recommended rebooting the system, but the customer elected to continue with 3 usms. The customer was going to attempt to reboot the system after the procedure to see if the error cleared. The customer was continuing with the procedure and completing it as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.